Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification and no blank display was noted. No damage was noted to the isolation tape. The insulin pump was received with a corroded battery cap contact, a cracked case at the display window corners, a cracked belt clip slot, minor scratches on the display window and a stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was in the hospital for a non-diabetic related issue. She tried to bolus but noticed her insulin pump was off. The insulin pump had cracks on the corners of the screen. The insulin pump was dropped. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.